Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented during routine follow-up in clinic, noise was observed. Noise was reproducible with isometrics. All other diagnostics were normal and in range. Programming changes were made. Patient was stable and will continue to be monitored.

Event description:
New information received notes that the physician was able to reproduce noise with manipulation of the device pocket. The physician elected to open the pocket. The device was removed and both leads tested well, no anomalies were noted. Device was replaced and no noise was seen. The issue was resolved by device replacement.

Event description:
New information received notes that the patient was fine post-procedure.